Event description:
It was initially reported that the device had logged multiple event codes. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device exhibited a lock-up failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.